Event description:
It was reported that the secondary antibiotic infusion bag back flowed into the primary bag while connected to a patient. The patient received an extra dose of antibiotics to make up for the dose that went into the primary bag. There was no harm.

Manufacturer narrative:
Qty 1 used 100 ml b braun bag ref (B)(4). The customer¿s report of a secondary antibiotic infusion bag back flowed into the primary was confirmed. No anomalies identified during visual inspection. Microscopic evaluation noted the check valve to be assembled correctly, and the silicone membrane was centered. Functional testing of the tubing confirmed a check valve failure. Disassembly of the check valve part resulted in normal findings. No particulates were noted on the diaphragm membrane or any solvent to the check valve component with no damage to the interior of the check valve or to the diaphragm. The root cause was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that the particulate that caused the backflow condition was washed away during testing or dissection.

Manufacturer narrative:
250 ml b braun bag, lot j85217, ref l8002 exp 12/2020, 0.9% sodium chloride injection; 100 ml b braun bag, ref 88004-5264 pab container, 0.9% sodium chloride injection; 1000 ml b braun, bag lot j8l807, ref e800, exp 03/2021, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the secondary antibiotic infusion bag back flowed into the primary bag while connected to a patient. The patient received an extra dose of antibiotics to make up for the dose that went into the primary bag. There was no harm.